Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20442. Reference MFR. Report# 1627487-2015-20443. Reference MFR. Report# 1627487-2015-20444. It was reported the patient experienced inflammation at the lead/extension incision site and the wound healing was impaired. A culture of the site taken resulted negative for an infection. The physician reopened the site on (B)(6) 2015 and cleaned the wound. The patient is to follow up with the physician as a next course of action. The patient received 3 scs extensions (model 2343) with the same lot number. Also, the patient received a peripheral lead (off label).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20442. Reference MFR. Report# 1627487-2015-20443. Reference MFR. Report# 1627487-2015-20444. Further follow up identified the inflammation at the lead incision site has resolved.